Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a routine follow-up. Device interrogation revealed no capture and decreased v sensing due to lead dislodgement. Programming changes were made. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.